Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and lead system reported a low impedance condition. The shocking impedance was reported atless than 30 ohms.